Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h521670, qty# 1) was received at us cq. Upon visual inspection at cq, it is observed that the needle part got broken at the proximal threaded part. The broken part was returned at cq and observed to be slightly bent. It is also found that the protection sleeve was missing from the device assembly. Rest of the surface of the device shows normal wear which would not contribute to the complaint condition. Thus, the complaint is being confirmed. The complaint is being confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h521670) as it is observed that the needle part got broken at the proximal threaded part. A definitive root cause could not be determined for the reported problem, but there is high possibility that the needle component might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 319.006, synthes lot # h521670, supplier lot # h521670, release to warehouse date: 01 oct 2018 , supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that following a procedure on an unknown date, a depth gauge was broken. The issue was discovered during the sterilization process. It appeared at first to be loose but then after the gauge was removed from the ultrasonic cleaner, it was found to be broken. The procedure was completed successfully with no delay. There was no patient consequence. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).